Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 600 mg/dl and that hospitalization was necessary due to diabetic ketoacidosis. The customer was in the hospital for 2 to 3 days and then was released. Customer indicated that their pump was stolen after the hospital and troubleshooting advised customer that a replacement pump will be sent to them.